Event description:
Further follow up received identified the patient underwent surgical intervention on (B)(6) 2016 were the thoracic scs system was explanted and replaced.

Event description:
Additional follow up identified the issue has resolved through surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced uncomfortable burning/pain sensation while applying a pressure at the ipg site (thoracic system) with stimulation on. Additionally, pain gets worse while charging for more than 60 minutes. System diagnostics determined low impedances. Surgical intervention will be taken at a later date to address the issue.